Event description:
It was reported to philips healthcare heartstart mrx displayed a service require message with the ready for use (rfu) indicator not charging status (red x) after passing opcheck test. There was no pt involvement.

Manufacturer narrative:
(B)(6). A f/u report will be submitted upon completion of the investigation.